Event description:
Patient admitted and taken to surgery to replace a failed left breast implant.====================== manufacturer response for style 163 saline- filled breast implant, (brand not provided)======================only notification of intent to file a medsun report at this time.